Manufacturer narrative:
Block b5 has been updated to present the sequence of events in a clear chronological order, improving clarity and ensuring accurate understanding. Blocks g4 (premarket / 510(k) #) and h6 (patient codes) have been corrected. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. We've sent good faith effort attempts to obtain all missing information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a150207 is being used to capture the reportable event of stent difficult to remove. Imdrf device code a0401 is being used to capture the reportable event of stent loop break imdrf impact code f2301 is being used to capture the second stent implanted to complete the procedure. Block h11: investigation summary: based on the available information, boston scientific could not confirm the reported events of stent break and stent difficult to remove. The complaint device was not returned for evaluation as the device remains implanted; therefore, a technical analysis could not be performed. Without proper evaluation of the device, it is unknown if the reported events were due to the technique used during the procedure, anatomical conditions or related to device malfunction. Device history records review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: the complaint device was not returned for evaluation as the device remains implanted; therefore, a technical analysis could not be performed. Labeling review: a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Risk review: a risk review was completed and confirmed that the reported events of stent break and stent difficult to remove were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the available information, there is not enough evidence to confirm the reported event. Due to the lack of evidence and without proper evaluation of the complaint device, cause not established is selected as the most probable root cause.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent had been implanted in the common bile duct for the treatment of a stenosis during a drainage procedure performed approximately six months before the reported event. On (B)(6), 2025, the patient underwent an endoscopic retrograde cholangiopancreatography (ercp) procedure for routine stent removal. During the procedure, removal of the stent was attempted using rat-tooth biopsy forceps; however, the withdrawal loop fractured, preventing successful retrieval of the stent. The procedure was completed by placing a second wallflex biliary stent. No patient complications were reported as a result of this event.

Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block d4 (UDI): detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a150207 is being used to capture the reportable event of stent difficult to remove. Imdrf device code a0401 is being used to capture the reportable event of stent loop break. Imdrf impact code f2301 is being used to capture the second stent implanted to complete the procedure.

Event description:
It was reported to boston scientific that a wallflex biliary stent was implanted in the common bile duct to treat a stenosis during a drainage procedure performed six months prior to the stent removal procedure. On (B)(6) 2025, an endoscopic retrograde cholangiopancreatography routine removal procedure was performed. During the procedure, an attempt was made to remove the stent using biopsy forceps with rat tooth; however, the withdrawal loop broke, resulting in the stent being unable to be removed. The procedure was completed by placing a second wallflex biliary stent. There was no patient complications reported as a result of this event.